Manufacturer narrative:
Pt has limited range of motion. Revision surgery is planned to remove scar tissue and perform releases. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt has limited range of motion. Revision surgery is planned to remove scar tissue and perform releases. Poly inserts will be exchanged during the procedure.